Event description:
The facility reported a colleague infusion pump that was broken. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as failure code 517:320:844:0000 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a broken colleague infusion pump was confirmed by baxter quality engineering as failure code 517:320:844:0000, but the condition could not be duplicated during product evaluation. No assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Review of the event history determined that the reported condition occurred on (B)(4)-2010 not on the reported occurrence date of (B)(4)-2010. Should additional information be received, a follow-up medwatch will be submitted.